Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Device testing produced abnormal results and was discontinued due to recipient's facial response. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed dents on the bottom cover. In addition, the electrode was severed near the fantail prior to receipt, which is believed to have occurred during explant surgery. The photographic imaging inspection confirmed shorted wiresbonds at the digital chip. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed shorted bondwires at the digital chip. The scanning electron microscopy analysis revealed a crack on the seam weld and cracked conductive epoxy at some of the feedthru pin connections. The impedance measurement across these connections did not reveal any increased impedance. The failure of this device is attributed to shorted bond wires at some of the pads within the digital chips, which prevented the device from achieving lock. This issue is under investigation as part of the corrective and prevention action system in order to determine the root cause and implement the appropriate actions. In addition, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and helium leak test data, it is believed that this device was non-hermentic, and that the root cause of the excessive moisture was a leak through a crack in the seam weld. This is the final report.